Event description:
The leads were explanted and replaced, and the patient was stable with no adverse consequences. Related manufacturing report number: 2017865-2017-35847.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A capture anomaly on the left ventricular (lv) lead was noted. Upon further investigation it was noted that the lv lead and the atrial lead had become dislodged. The leads were successfully repositioned, and the patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2017-35847.